Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs for processing until (B)(4) 2013.

Event description:
Provider states arms on a t4 manual wheelchair are not flipping back correctly.